Event description:
It was reported that a cdh29 was used during a low anterior resection. It was reported by the affiliate that the ancillary trocar was placed in anvil head and tightened. Anvil head was then placed in proximal bowel. As surgeon then attempted to bring anvil head through staple line with kelly clamp, the plastic blue ancillary trocar broke in anvil head. This resulted in opening another cdh29 to complete the case. There was no consequence to the pt.